Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized twice due to high blood glucose and kinked infusion set cannulas as well as louder rewind noise from their insulin pump. The customer had unknown blood glucose levels at the time of the incident. The customer also had multiple unexplainable no delivery alarms. The customer did not provide further information. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prim test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the dat test at 0.08750 inches. No excessive no delivery alarms or motor noise during rewind anomalies were noted. The motor was tested outside the device and passed. Device received with shifted end cap sticker. Device received with cracked case at the battery tube threads, reservoir tube lip, reservoir tube window and reservoir tube window corners. Device received with minor scratched display window and case.